Manufacturer narrative:
A ge rep evaluated the system and edited the corrupted file so that it could be retrieved. System operates as intended.

Event description:
Customer reported the sys will not save images. No pt injury was reported.